Event description:
According to the reporter during laproscopic hepatic segment resection, the seal inside the tip was damaged. After the operation, the internal metal fitting completely came off when it was cleaned. Another ligasure was appropriately for use with the same generator in order to resolve the issue. There was no patient injury and nothing fell on patient's cavity.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tip of the seal plate on jaw a was damaged. The seal plate had detached from the jaw overmold. The piece was returned. Eschar/debris build up in jaw b's knife track. Functional testing found that the damage to the device's seal plate likely occurred due to a drop or misuse. Most likely due to sealing or clamping on inadequate material (metals), or due to using the wrong size trocar device. The presence of eschar can also cause the jaws to get stuck close and lead to damages to the seal plate in cases where the user forcefully attempts to open the jaw. It was reported that the device broke during application and the component was disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Avoid grasping objects such as staples, clips or encapsulated sutures in the jaws of the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.